Event description:
It was reported that this patient went to the emergency room, after collapsing due to a ventricular fibrillation (vf) episode. The implantable cardioverter defibrillator (ICD) device recognized the vf episode and shocked the patients vf rhythm into a normal sinus-rhythm. During interrogation, it was noted that this right atrial (ra) lead exhibited high, out of range pacing impedance (greater than 3,000 ohms), oversensing of noise, sam (signal artifact monitor) episodes, and high pacing thresholds. The physician suspects a ra lead fracture. The atrial discriminators were programmed off. The patient was discharged home. The patient returned a few days later in clinic and the physician reprogrammed the device. The physician will monitor the patient closely through latitude. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of cause not established was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 195 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with flex fatigue damage. Analysis concluded that the clinical observations were likely caused by the confirmed fracture.

Event description:
It was reported that this patient went to the emergency room, after collapsing due to a ventricular fibrillation (vf) episode. The implantable cardioverter defibrillator (ICD) device recognized the vf episode and shocked the patients vf rhythm into a normal sinus-rhythm. During interrogation, it was noted that this right atrial (ra) lead exhibited high, out of range pacing impedance (greater than 3,000 ohms), oversensing of noise, sam (signal artifact monitor) episodes, and high pacing thresholds. The physician suspects a ra lead fracture. The atrial discriminators were programmed off. The patient was discharged home. The patient returned a few days later in clinic and the physician reprogrammed the device. The physician will monitor the patient closely through latitude. The device remains implanted. No adverse patient effects were reported. New information was received that this ra lead was explanted. A new lead was implanted. Besides surgical intervention, no adverse patient effects were reported.

Event description:
It was reported that this patient went to the emergency room, after collapsing due to a ventricular fibrillation (vf) episode. The implantable cardioverter defibrillator (ICD) device recognized the vf episode and shocked the patients vf rhythm into a normal sinus-rhythm. During interrogation, it was noted that this right atrial (ra) lead exhibited high, out of range pacing impedance (greater than 3,000 ohms), oversensing of noise, sam (signal artifact monitor) episodes, and high pacing thresholds. The physician suspects a ra lead fracture. The atrial discriminators were programmed off. The patient was discharged home. The patient returned a few days later in clinic and the physician reprogrammed the device. The physician will monitor the patient closely through latitude. The device remains implanted. No adverse patient effects were reported. New information was received that this ra lead was explanted. A new lead was implanted. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned. As such, physical analysis has not been conducted in our laboratory. The conclusion of cause not established was selected because it can be concluded that unknown factors probably contributed to the event. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.